Event description:
New information received notes that the right ventricular (rv) lead exhibited muscle stimulation after the programming changes were made, and that the patient experienced discomfort as a result.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an in-clinic follow-up experiencing dizziness and pre-syncope. Upon review, it was noted that the right ventricular (rv) lead exhibited low pacing impedance, episodes of over-sensed noise resulting in pacing inhibition and high capture thresholds. The lead was reprogrammed. The patient was in stable condition and will be further monitored.

Event description:
New information received notes that the patient experienced discomfort as a result of inappropriate muscle stimulation from right ventricular lead pacing. The low impedance, high capture thresholds and noise over-sensing resulting in pacing inhibition reoccurred. The lead was reprogrammed. Patient condition is unknown.

Manufacturer narrative:
Correction for implant date and serial #.

Manufacturer narrative:
The reported events of low pacing impedance, oversensing noise, unacceptable capture threshold, muscle stimulation and insulation damage were confirmed. As received, a complete lead was returned in one piece. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil consistent with friction to the device can and the outer insulation and inner insulation were breached and all outer coil filars were fractured consistent with clavicular crush forces located at the proximal region of the lead. The cause of the reported events was isolated to the exposure of the outer coil in the abrasion zone, the fractured outer coil and the breached outer insulation and inner insulation exposing the conductor paths in the clavicular crush damage region.

Event description:
New information received notes that the patient presented for an explant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited insulation damage which resulted in externalized conductors. The lead was explanted and replaced. The patient was in stable condition.